Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a single lumen peripherally inserted central catheter (PICC). Customer reports PICC line was placed on the left arm dressed and cleaned. There is linear erythema and cord on the left arm. It is tender to palpation. There is some fullness on the left shoulder and baby holds the left shoulder higher than the right. The next day, there was mild swelling and edema in the left arm. No erythema noted. The PICC was removed in the interim. Line d/c. The customer further reports that antibiotics were started and cultures drawn. The cultures were negative. Antibiotics were stopped after 48 hours.